Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that on a case the system would not open after the last spin. A manufacturer representative (rep) had to manually open the gantry. The rep stated that when the site tried to open the gantry they pressed the door open button and one of the gantry movement buttons. After the case the rep was able to open and close the gantry without issue. The site then stated that the gantry was not fully closing. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rep was able to walk the site through re-aligning the gantry by opening the door and rotating the gantry to the proper position where the alignment pin fit correctly and the door was able to close as intended. They opened and closed the door several time without any issues at all. It was noted that the gantry may have gotten caught on the under side of the bed at some point causing the gantry to bump a little out of position and when this happens the door will not close all the way. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.